Event description:
It was reported that the alarms resolved following the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisories was confirmed. A review of the log files spanned approximately 2 hours (04feb2021 9:14 to 11:36, per time stamp). On 04feb2021, at 09:41 and 11:11, while connected to a battery, a low voltage advisory alarm appeared, due to the voltage being outside the expected voltage range on the black rsoc. Throughout the entire log file, while connected to the mpu, an intermittent unable to charge ebb fault activated and the bus voltage for the power cables, were measured outside the expected voltage range. The controller's ability to operate the pump at the set speed, was not affected by any of the alarms. The heartmate3 system controller (serial (B)(6)) was able to support pump function and no atypical alarms were produced during preliminary testing. The controller was re-tested with swapped functional power cables and all voltages were found to be within specification and was able to support pump function. The removed power cables were further evaluated and an insulation test did not measure any electrical current leak. They were spliced open lengthwise to remove the cable jacket and no physical damage to the internal wires was observed; however, extraneous fluid was found to have permeated throughout the length of the cables¿including the end connector casings¿and into the controller enclosure, absorbed by the cable¿s nylon wick. A root cause for the reported event, cannot be conclusively determined through this analysis; however, the high resistances and fluid ingress in the cables could have contributed to the reported alarm. Incidental findings: strain relief damage, fluid ingress, wire fatigue. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 instructions for use (rev c) section 7, ¿alarms and troubleshooting¿ and heartmate3 left ventricular assist system (lvas) patient handbook (rev c) section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage advisory alarms. The heartmate3 lvas patient handbook (rev c) instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate3 lvas patient handbook (rev c) section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate 3 patient handbook (rev c) section 4 ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-00320. It was reported that a log file review was requested. The event log captured some odd voltages while using wall power. The relative state of charge (rsoc) voltage should be in the 12v range but are consistently in the 11v range with the bus voltage in the 13v range. Technical services also noted a low voltage advisory and hazard event on (B)(6) 2021 at 10:21 caused when the white power lead was disconnected. The patient received a voltage hazard when the patient changed over to the mobile power unit (mpu). Technical services recommended exchanging the mpu for another. There were constant voltage flags in the background which would account for the low number of data points. It was reported that the patient required controller change out due to persistent low voltage advisories on both battery and wall power. Vad interrogation only showed 14 events. A log file review was requested. The event log captured some odd rsoc voltages on both the black and white power leads of the controller. Also in the background there were constant ¿unable to charge ebb¿ and a few ¿ebb circuit fault¿ events which would account for the low number of events captured.